Event description:
It was reported that the patient had a pump refilled on 2014 (B)(6). At the two last previous refills, the health care provider told the patient she needed a pump revision by (B)(6) and now told the patient she would like to do the surgery in (B)(6) of 2015 but that the patient has until (B)(6) 2015. The patient had an issue with seeing the physician. The patient was seeking another physician and reported ¿feels it is like a drug market.¿ the surgery had not yet been scheduled but the patient had an appointment set for 2015 (B)(6). The patient was due to a refill the following week after that appointment. The physician assistant told the patient they wanted the pump full when the pump revision was done so they wanted the patient to have the surgery within two weeks of the refill date. The patient stated her refills were every 75 days currently. The receptionist told the patient that the replacement would not happen within two weeks of the two appointments the patient was given. The patient reportedly was provided mixed messages which were ¿driving her up the wall¿ and felt the office was very out of sorts. The patient was scared and worried about the pump ¿conking out on her¿ since she didn¿t know when they would schedule her. Reportedly the patient¿s estimated elective replacement indicator (eri) was six months. This device system delivered fentanyl and bupivacaine. Additional information was requested to clarify the reason for the revision, resolution and current patient status. Should additional information be received a supplemental report will be filed.

Event description:
Additional information later received reported that as of the date of the report the patient indicated that her concerns were resolved but also indicated that she was still having concerns and was working with her doctor; she had an appointment scheduled for (B)(6) 2015.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).